Event description:
It was reported that the plastic handle was cracked at the junction when the plastic handle meets the metal inserter. It was reported that this was discovered during sterilization. It was reported that the unit had been used eleven times.

Manufacturer narrative:
If additional information becomes available, the evaluation summary will be submitted in a supplemental report.